Event description:
It was reported by the independent repair center statement, the unit is alarming or red light. The key failure was manifold valve is not shifting fully. There is no allegation of patient injury, no additional information provided.